Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. The field technician evaluated the device and was unable replicate or confirmed the customer's report. The device was recertified and returned to the customer. The device activity logs was not available as part of the investigation. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device's display blanked out. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.